Event description:
Customer reported she was hospitalized. Customer stated that she was feeling sick while talking on the phone with her sisters; they suggested she go to the hospital. Customer went to the emergency room and was given insulin and released 4 or 5 hours later. Blood glucose at the time of the admission was over 600 mg/dl. She was wearing the insulin pump at the time of event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.